Event description:
Customer went to dr for a scheduled appointment. Dr's devie result = 589 mg/dl and customer's device = 260 mg/dl within 5 minutes of each other. Customer went to the ER. ER device result after a 2 hour wait = 325 mg/dl. Customer received a sodium chloride injection. Dr stated the device was not reading accurately. No controls were used. A request was made for product return and replacement product was sent.